Event description:
It was reported that the right ventricular (rv) lead had noise that lead to an inappropriate shock. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD), (B)(6)  2008. (B)(4).